Event description:
A user facility reported to olympus that the video card connector was not outputting a video signal to "steris" monitors. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. Additional evaluation findings are as follows: front panel noted cracked; chassis feet noted to have poor appearance; software version 3.01 installed (update required); video connector socket failed to secure scope vide cable due to failure of the locking mechanism. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no video signals on the steris monitor could not be identified. However, it's likely the cause is related to a faulty lock unit of the video connector socket. Olympus will continue to monitor field performance for this device.